Event description:
Reportedly, the hm activity report tab of the smartview remote monitoring website was unavailable for two weeks, and the message 'error 700' is displayed.

Manufacturer narrative:
Analysis of server history confirmed the reported behavior: the activity reports were not available in the smartview remote monitoring website from 29 april 2022 to 4 may 2022, due to a network incident. Normal functioning of the website was restored following the reported event. It should be noted that access to patient records and implant transmissions were not affected by this issue.

Event description:
Reportedly, the 'hm activity report' tab of the smartview remote monitoring website was unavailable for two weeks, and the message 'error 700' is displayed.